Event description:
It was reported that the user experienced repeated ¿Unable to Proceed¿ alerts during a supply change, including after restarts and when attempting to fill tubing only, which corresponded to a failure to infuse and an Alert 38 motor stall on the iLet pump motor, and the user transitioned to subcutaneous insulin via a pen with a reported blood glucose of 347. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication and classification as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device malfunction consistent with failure to infuse linked to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.